Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the lead was explanted and replaced, and there was insulation damage noted on the lead. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was decreased pacing lead impedance and noise resulting in oversensing noted on the right ventricular (rv) and right atrial (ra) leads. There was also a loss of capture noted on the rv lead and the patient reported pectoral stimulation. The noise was reproducible in the clinic during lead provocative testing. The device was reprogrammed, and further intervention is anticipated. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-17731.